Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the spring on the ps articulating surfaces breaks. Broken spring in 1 piece where retrieved. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) - re_ basingstoke and north hampshire broken (B)(4). The photo investigation revealed that attune fb ps artic surf sz6 had one spring deformed, broken condition was not found, however the reported allegation can be confirmed. The failure mode is consistent with inserting an extractor device in between the trial and mating shim, and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune fb ps artic surf sz6 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that during a procedure on (B)(6) 2024, the spring on the ps articulating surfaces broke. The broken spring was retrieved in one piece. The other articulating surface on the set was used. There was no patient consequence and there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.